Event description:
Balloon burst during fistuloplasty procedure on (B)(6) male. Burst was circumferential, and once burst, balloon catheter could not be removed over wire. Dr forced to remove balloon wire and sheath together. Tip of balloon catheter and balloon remained in pt, and migrated to left lung. Status: pt kept for observation overnight, aware of material in lung, but physically well and able to return home. Update as per complaint form received (B)(4) 2014: "fistuloplasty took place with a balloon of the same product code and lot number. Angiogram showed unsatisfactory result, but initial balloon would not go back through introducer. Therefore, second balloon opened and inserted over the wire. Balloon inflated to approx 17-18atm and ruptured. When radiologist attempted to remove the balloon catheter, it would not pull back over the wire. Catheter, wire and introducer then all removed as one. The distal tup of the balloon and catheter (approx 1.5cm) remained inside the pt, which then migrated to the left lung. Pt distressed, kept in overnight for observation, but was ok and went home

Manufacturer narrative:
Leaving a balloon portion in pt is not labeled. Balloon ruptures are labeled in the IFU. Event eval: still under investigation.